Event description:
It was reported that a device powered off without user input during an infusion. (Medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. With the available info, it is unclear whether the device alarmed for a sys error.